Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the malfunctioning pump, which resolved the issue. The customer was informed and acknowledged that the pump could continue to be used.